Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician per the physician was related to patient morphology/pathology and due to calcified leaflets and the condition of the leaflets. Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflets, and calcified leaflets. A mitraclip xtw was implanted medially at a2/p2, but ten seconds following deployment, the clip had detached off of the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Difficulties visualizing the clip during the procedure occurred due to patient anatomy. The procedure was completed with one clip implanted. The flow of the original jet was slightly improved, and the mr remained at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.